Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issue could not be reproduced. Thermistor sensor testing was performed, and the readings were within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The ultrasonic sensor will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during an unspecified process step. There was no patient involvement. No additional information is available.